Event description:
Litigation alleges that patient has experienced inflammation, elevated metal levels in his bloodstream, and lack of mobility. Update (B)(4) 2012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to metallosis.

Event description:
Litigation alleges that patient has experienced inflammation, elevated metal levels in his bloodstream, and lack of mobility.

Event description:
**Update** (B)(4) 2013; patient fact sheet was received, which identified doi using sticker sheet from hospital information. The complaint and associated mdrs were updated. There was no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.